Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module audio / video (pmav) and personality module vision acquisition (pmva) to resolve the issue. Isi did not receive the da vinci products involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, upon starting the system, there were failures in the touch response of the vision tower. The proper connection of the core cables was verified and the equipment was restarted. Upon restarting, it began to show intermittent unrecoverable failures with code 307. The doctor was informed that the equipment would present these failures and that its use was not recommended. The doctor decided to enter the robot at 10:12. At 10:30, when the work plane was being identified, the failure occurred again. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the failure occurred before connecting the patient. The physician was informed that the issue appeared to be recurrent and could continue happening, therefore it was recommended not to use the system and to proceed with the procedure laparoscopically. However, the physician insisted on using it. Before connecting the patient cart to the ports, the error occurred on four occasions. Once the surgery started and after connecting the patient cart to the ports, the failure occurred again. Initially, the physician mentioned that the procedure would be performed laparoscopically, but he also requested the open surgery set. Therefore, the equipment failed before the procedure started, and despite this, the decision was made to continue using it.